Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a power fail occurrence. No patient harm reported, and no patient information is available.

Manufacturer narrative:
Resolution and disposition: follow up on this issue indicated the device has not been repaired and the customer is not sure if the repair will continue at this time.